Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be "inadequate material selection - materials of construction are not biocompatible". It is unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "warnings: discontinue use if an allergic reaction occurs. After use, this product may be a potential biohazard. Dispose of in accordance with applicable local, state and federal laws and regulations. Precautions: not recommended for patients who are: agitated, combative, or uncooperative and might remove the purewicktm female external catheter. Having frequent episodes of bowel incontinence without a fecal management system in place. Experiencing skin irritation or breakdown at the site. Always assess skin for compromise and perform perineal care prior to placement of a new purewicktm female external catheter. Recommendations: assess device placement and patient¿s skin at least every 2 hours. Replace the purewicktm female external catheter every 8-12 hours or when soiled with feces or blood. Change suction tubing per hospital protocol or at least every thirty (30) days." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the device was not returned.

Event description:
It was reported that the purewick urine collection system would not power on or suction. It was noted that the patient had been using the purewick products for less than 90 days. Per additional information received on 21dec2022, the purewick urine collection system would not power on. It was noted that the patient had been using the purewick products for less than 90 days. Per sample information received on 09jan2023, it was stated that the patient woke up to machine not running. They unplugged it and plugged it back, also tried with another outlet still the device didn't turn on. It was noted that the doctor advised and prescribed for reduction in uti's. Patient experienced kidney infection and incontinence.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the purewick urine collection system would not power on or suction. It was noted that the patient had been using the purewick products for less than 90 days. Per additional information received on 21dec2022, the purewick urine collection system would not power on. It was noted that the patient had been using the purewick products for less than 90 days. Per sample information received on 09jan2023, it was stated that the patient woke up to machine not running. They unplugged it and plugged it back, also tried with another outlet still the device didn't turn on. It was noted that the doctor advised and prescribed for reduction in uti's. Patient experienced kidney infection and incontinence.